Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was provided with medical intervention but it did not resolve the issue. The patient underwent a pocket revision, during which, the physician relocated the pocket site. The patient was reportedly doing well following the procedure.